Event description:
The following was reported to hamilton medical ag: incident on (B)(6) 2023, 06:36:59. The unit alarmed after starting up with several tf. Screen and touch active, all the key leds lit up. It could no longer be switched off. Shut down with battery removal and unplugging. After restarting, normal function again. The t1 also worked normally again at the service technician. No patient involvement as it occurred during startup.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).